Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxplus pressure rated extension set was separated the following information was received by the initial reporter with the following verbatim it was reported by customer that multiple issues with the bd IV extension sets not attaching correctly to the IV causing leakage.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material mp5313c-bns because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.